Event description:
Information received by medtronic indicated that the insulin pump had a crack at the battery compartment side all the way to the back. Troubleshooting was performed. Customer experienced high and low blood glucose level. Customer stated that the insulin pump had neither been bumped nor dropped. Customer stated infusion set and reservoir did not show signs of damage. Retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Pump's history and trace files downloaded successfully using thump software and carelink and generated reports. No alerts/alarm noted on event date in history file. In the pump history and trace files found bolus deliveries on (B)(6) 2022: 12:01am-11:58 pm and 20.1 units of bolus were delivered. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb 1, force sensor, and motor home switch. Unable to perform force sensor test due to moisture damage. The following were also noted during visual inspection: scratched case, cracked case, battery tube threads cracked, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, broken belt clip rails, cracked case (battery tube), peeling serial label, keypad overlay texture damage, corroded home switch. Unable to verify customer's complaint for low bgs & high bgs. Possible over delivery anomaly and possible under delivery anomaly was not confirmed during testing. Cosmetic damage is confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.